Manufacturer narrative:
Analysis synthesis: review of the manufacturing and quality records confirmed that the lead was manufactured and released in accordance with applicable specifications and accepted standards. No anomalies were identified during the manufacturing or inspection processes. Based on the information provided, the lead insertion angle during introduction into the sheath may have generated excessive friction and resistance, requiring higher insertion forces. These conditions could contribute to insulation stress and potential damage. Repeated attempts to advance the lead may also lead to deformation of the outer insulation. However, as the lead was not returned for evaluation, the reported damage could not be confirmed, and the exact cause of the event could not be definitively determined. Based on the available information, the event is considered most likely related to procedural handling and manipulation during lead insertion. The investigation results are retained and utilized for trending purposes.

Event description:
Reportedly, the procedure was performed via the right-side approach, during lead insertion following sheath placement. Due to an excessively steep entry angle of approximately 90 degrees, advancement of the lead was difficult. Repeated attempts to advance the lead resulted in excessive pressure being applied to the insulation, causing elongation of the outer covering. As a result, the product was deemed a failure and was replaced with an xfine lead to proceed with the procedure.

Event description:
Reportedly, the procedure was performed via the right-side approach, during lead insertion following sheath placement. Due to an excessively steep entry angle of approximately 90 degrees, advancement of the lead was difficult. Repeated attempts to advance the lead resulted in excessive pressure being applied to the insulation, causing elongation of the outer covering. As a result, the product was deemed a failure and was replaced with an xfine lead to proceed with the procedure.